Event description:
The faciltiy reported using melgisorb plus cavity in the patient's nasal passage for bleeding during nasal reconstruction surgery. The product decomposed in the patient's nasal passage leading to the use of general anaesthetic for 30 minutes to clean the nasal passage. The product was successfully removed and the patient has recovered.